Event description:
It was reported that the insulin pump stopped functioning and alarmed no delivery and motor error. The customer went into diabetes ketoacidosis and hospitalized for several days. It was stated that the customer inserted a battery, and the insulin pump was unresponsive. The top of the screen has a black spot. Advised the caller that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. Unable to test for motor error alarms, off/no power alarms or to perform functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests due to bleeding lcd glass.